Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), menorrhagia ("abnormal/heavy bleeding / severe abnormal menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and ovarian cyst ("right ovarian cyst") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, migraine and grand multiparity. Concurrent conditions included asthma, diarrhea, chest pain, shortness of breath, sweating, insomnia, mood disorder, sleep disturbance, drug rash, hot flashes, ovarian cyst, endometriosis externa, panic attacks and gastrointestinal disorder. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), citalopram hydrobromide (celexa), fluoxetine hydrochloride (prozac), ibuprofen, leuprorelin acetate (lupron), paroxetine hydrochloride (paxil), sertraline (zoloft), tramadol, venlafaxine (effexor) and vicodin (lortab). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced rash ("skin rashes"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced migraine with aura ("migraine causing vision distortion") with nausea, hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during and after (sex.) Intercourse/ dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain, ovarian cyst (seriousness criterion medically significant), uterine cyst ("endometrial cyst stage 1"), back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), endometriosis ("endometriosis") with abdominal pain, abdominal distension ("stomach swelled up"), urticaria ("hives"), breast pain ("pain in breast"), headache ("headache"), skin disorder ("skin condition") and tooth fracture ("tooth chipping/dental problems"). The patient was treated with surgery (ablation) and surgery (diagnostic laparoscopy with cyst aspiration). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, ovarian cyst, uterine cyst, back pain, dyspareunia, dysgeusia, endometriosis, breast pain, dysmenorrhoea, fatigue, depression, anxiety, migraine with aura, headache, rash, hot flush, night sweats, skin disorder and tooth fracture outcome was unknown and the abdominal distension and urticaria had resolved. The reporter considered abdominal distension, anxiety, back pain, breast pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, menorrhagia, migraine with aura, night sweats, ovarian cyst, rash, skin disorder, tooth fracture, urticaria, uterine cyst and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff is seeking medical attention for her symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; in (B)(6) 2007: occlusion of her fallopian tubes. Concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, dysmenorrhoea, nausea, fatigue, vaginal haemorrhage, headache, pelvic pain, abdominal distension, urticaria, breast pain. Most recent follow-up information incorporated above includes: on 10-jul-2018: plaintiff fact sheet received: concomitant medications and events (right ovarian cyst, endometrial cyst and skin condition) were added. Events "abnormal/heavy bleeding" and "severe abnormal menstruation" were merged and updated to "abnormal/heavy bleeding / severe abnormal menstruation / abnormal bleeding (menorrhagia)", she was treated with ablation. The events "migraine" has been replaced with "migraine with aura", "dental disorder" has been replaced with "tooth chipping" and "hormonal changes" has been replaced with "hot flashes" and "night sweats". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), menorrhagia ("abnormal/heavy bleeding / severe abnormal menstruation / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth fracture ("tooth chipping/dental problems") and ovarian cyst ("right ovarian cyst") in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, migraine, grand multiparity and caesarean section in 2002. Concurrent conditions included asthma, diarrhea, chest pain, shortness of breath, sweating, insomnia, mood disorder, sleep disturbance, drug rash, hot flashes, ovarian cyst, endometriosis externa, panic attacks and gastrointestinal disorder. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, leuprorelin acetate (lupron), sertraline hydrochloride (zoloft), tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced rash ("skin rashes"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced migraine with aura ("migraine causing vision distortion") with nausea, headache ("headache"), hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during and after (sex.) Intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("anxiety") and anxiety disorder ("anxiety disorder"). On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant), 6 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, tooth fracture (seriousness criterion medically significant), uterine cyst ("endometrial cyst stage 1"), back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), endometriosis ("endometriosis") with abdominal pain, abdominal distension ("stomach swelled up"), urticaria ("hives"), breast pain ("pain in breast") and skin disorder ("skin condition"). The patient was treated with surgery (ablation, diagnostic laparoscopy with cyst aspiration, hysterectomy (partial) and ablation) and tooth pulled. Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, tooth fracture, back pain, dysgeusia, breast pain and skin disorder outcome was unknown, the menorrhagia, vaginal haemorrhage, ovarian cyst, uterine cyst, dyspareunia, endometriosis, dysmenorrhoea, fatigue, depression, anxiety, migraine with aura, headache, rash, hot flush, night sweats and anxiety disorder was resolving and the abdominal distension and urticaria had resolved. The reporter considered abdominal distension, anxiety, anxiety disorder, back pain, breast pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, menorrhagia, migraine with aura, night sweats, ovarian cyst, rash, skin disorder, tooth fracture, urticaria, uterine cyst and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff is seeking medical attention for her symptoms and is currently investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2007: results: occlusion of her fallopian tubes; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, dysmenorrhoea, nausea, fatigue, vaginal haemorrhage, headache, pelvic pain, abdominal distension, urticaria, breast pain. Most recent follow-up information incorporated above includes: on 15-mar-2019: events outcome was added. Onset date of event updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.